Event description:
During a lobectomy procedure, the staples did not form properly. The surgeon applied suture to re-inforce the staple lines. The hosp reported that no pt injury had occurred. The surgeon felt that the tissue was too thick.